Event description:
Medtronic received information that one day post implant of this transcatheter bioprosthetic valve, the patient developed left bundle branch block (lbbb) and will be given a 30-day monitor with subsequent electrocardiogram (EKG) review. No surgical intervention was prescribed. The device remains implanted and no other adverse patient effects were reported. Additional information was received indicating at 30-day electrocardiogram (EKG), the lbbb was still present. The condition is ongoing. No surgical intervention was prescribed. The device remains implanted and no other adverse patient effects were reported. Additional information received indicated that further assessment with the electrophysiologist resulted in a single chamber permanent pacemaker implant. The pacemaker was implanted approximately 6 months following the valve implant. The event was considered resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.